Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Functional testing found a defective power supply.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy in 2007. After forty-five minutes into the procedure, the unit became slow and fifteen minutes later, the unit stopped working. There was no longer any power getting to the mdu. The procedure was converted to a laparotomy and was successfully completed without further consequence to the pt. The procedure was delayed forty-five minutes.